Event description:
After 4 months after this device was implanted, it was reported that the pt died. There was no info reported in regard to the cause of death. The device was not returned to biotronik.

Manufacturer narrative:
The device was not returned for analysis. There was no info reported with regard to the reason of the expiration. The analysis is therefore based on the reported home monitoring data as well as on the inspection of the qual documents accompanying this particular device. The mfg process of this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The inspection of the home monitoring data revealed no indication of a device malfunction. In summary, the device was not returned for analysis. The review of the qual documents confirmed a regular device mfg. Additionally, the home monitoring data of the device have been inspected, revealing no anomalies.